Event description:
A peritoneal dialysis patient (pd) with end stage renal disease on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted fresenius customer support to request assistance with terminating treatment to go to the emergency room. No additional information was provided during initial event reporting. Upon follow up, the pdrn stated the patient was hospitalized due to being elderly and has declining health. It was reported that the patient¿s hospitalization was unrelated to any fresenius device, drug, or product. The pdrn reported the patient was hospitalized on (B)(6) 2022 and discharged (B)(6) 2022. The patient has resumed pd therapy with the same liberty select cycler and has recovered from the events. Additional information was requested however declined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Corrected information: h.10 clinical review: a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support requesting assistance discontinuing treatment to go to the emergency room. The patient¿s hospitalization was unrelated to pd and did not allege any malfunction, deficiency, or defect of any fresenius device, product, or drug. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
A peritoneal dialysis patient (pd) with end stage renal disease on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted fresenius customer support to request assistance with terminating treatment to go to the emergency room. No additional information was provided during initial event reporting. Upon follow up, the pdrn stated the patient was hospitalized due to being elderly and has declining health. It was reported that the patient¿s hospitalization was unrelated to any fresenius device, drug, or product. The pdrn reported the patient was hospitalized on (B)(6) 2022 and discharged (B)(6) 2022. The patient has resumed pd therapy with the same liberty select cycler and has recovered from the events. Additional information was requested however declined.